Event description:
It was reported that the patient used spinal cord stimulation (scs) therapy for both feet, but was feeling nothing on the left, and on the right side stimulation was real faint at the knee. The patient was ¿feeling a lot going on¿ in their feet and legs. The patient also mentioned they were in a car accident probably 6 months prior. This was occurring in (B)(6) 2015. The patient wanted to be walked through how to increase stimulation higher. The patient had increased stimulation and could see the numbers going higher on the screen but felt no changes to stimulation and it was ¿not doing anything¿. The patient previously could crank the stimulation up and feel some stimulation but the day of they couldn¿t get anything. This was occurring the day of the report. The patient called the healthcare provider (hcp) but they couldn¿t get the patient in until (B)(6). The patient had tried increasing or decreasing with the patient programmer and it did not resolve the problem. Information regarding if the patient still had concerns with their device or therapy has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the device diagnosis was not applicable. The clinical diagnosis was pain at the implantable neurostimulator (ins) site and inadequate pain relief. The patient reported pain at the ins site and inadequate pain relief of the left foot. The outcome was resolved without sequelae. Interventions included explanting and replacing the lead and repositioning the implantable neurostimulator (ins). Diagnostic methods were noted as patient reported. The etiology was noted as possibly related to the device or therapy and unlikely related to the implant procedure.